Event description:
A medtronic representative reported that while in a spine procedure, a tactile awl probe was damaged. The surgeon was preparing the s2 pedicle, making a burr hole prior to using the tactile awl instrument. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement tactile awl shipped to site (B)(4) 2013. Medtronic inspection of returned suspect device finds the probe is bent about 15mm from the tip. It is bent at where the taper end. Physical damage, deformation, of the device directly caused the event.